Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to blood glucose (bg) level of 40 mg/dl. Reportedly, customer was overriding pump bolus calculations and delivering a much larger bolus. Additionally, customer's basal rate settings were higher than was recommended per healthcare provider. Bg was treated with intravenous saline. Reportedly, customer left the ER 8 hours later with the issue resolved and no permanent damage. Reportedly, customer received additional training from healthcare provider.